Manufacturer narrative:
Additional information added to h6 and h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture shows the product after treatment with a marking (red arrow) at the position of the suspected leakage. The reported condition was not verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of polyflux 140h had an external fluid leak due to a crack in the header. There was no patient involvement. No additional information is available.